Manufacturer narrative:
This report is for an unk - guide/compression/k-wires: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal femoral nailing system (tfna) procedure the 3.2 guide wire was inserted in typical fashion according to technique guide. An anterior lift was placed on the insertion handle by the physician to aid in fracture reduction. The 10mm tapered drill bit was used to open the lateral cortex. It was followed by the 6/9mm stepped drill bit, which is the instrument in question. During insertion and drilling there was an audible clicking at which time an intra-op x-ray was taken. It was at that point discovered that two of the fluted tips had broken off in situ as witnessed under x-ray images. The drill bit and guide wire were removed at this time and was slight bent to the wire, as well as the broken end of the drill bit. Procedure was completed successfully. This report is for one (1) unk - guide/compression/k-wires: trauma. This is report 2 of 2 for complaint (B)(4).